Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for calcification was confirmed from the medical record. A review of DHR did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'approximately 3 years, 5 months, 1 day post transfemoral tpvr procedure with a 23mm sapien 3 valve with a pre-stent, the patient is scheduled for bav or valve in valve on (B)(6) 2023 due to increased gradients across the right ventricular outflow tract, with a clinical indication to support re-intervention. Per medical record review it was noted 'main pulmonary stent with 23mm sapien 3 valve centrally within stent. Leaflets begun to calcify with suspicion of some stenosis.' A definitive root cause was unable to determine due to limited information provided; however, it was likely due to patient condition. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 5 months, 1 day post transfemoral tpvr procedure with a 23mm sapien 3 valve with a pre-stent, the patient's valve presents increased gradients across the right ventricular outflow tract, with a clinical indication to support re-intervention. The patient is scheduled for a bav or a valve in valve procedure. Per CT report, a pulmonary stent was noted with a 23mm sapien 3 valve centrally within the stent. The leaflets were noted to be calcified with suspicion of some stenosis.

Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 3 years, 5 months, 1 day post transfemoral tpvr procedure with a 23mm sapien 3 valve within a pre-stent, the patient's valve presented increased gradients across the right ventricular outflow tract, with a clinical indication to support re-intervention. The patient was scheduled for a bav or a valve in valve procedure. Per CT report, the leaflets were noted to be calcified with suspicion of some stenosis. Per additional information received, approximately 3 months later, bav with a non-edwards balloon was performed with reported increased gradients.

Manufacturer narrative:
Correction to b5 and h6. Additional information added to h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for calcification was confirmed from the medical record. A review of the device history record did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the instructions for use revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in the patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported event for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.